Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 08p08 that has a similar product distributed in the us, list number 04p53, and a 510k/PMA/bla number of p110029.

Event description:
The customer reported a false non-reactive alinity I hbsag result generated for a 46-year-old female patient sample. The following data was provided: hbsag initial result = negative, negative. Surface antigen = negative. Hepatitis b dna result = positive. The patient has a history of chronic hepatitis b and prior to blood draw received immunoglobulin injection and interferon treatment. No impact to patient management was reported.

Event description:
The customer reported a false non-reactive alinity I hbsag result generated for a 46-year-old female patient sample. The following data was provided: hbsag initial result = negative, negative. Surface antigen = negative. Hepatitis b dna result = positive. The patient has a history of chronic hepatitis b and prior to blood draw received. Immunoglobulin injection and interferon treatment. No impact to patient management was reported.

Manufacturer narrative:
Correction to section h4 - device mfg date: corrected from 7/25/2024 to 7/26/2024. The complaint investigation for false nonreactive alinity I hbsag results included a review of data and information provided by the customer, a search for similar complaints, a ticket trending review, a labeling review, a device history record review, in-house sensitivity testing, and scientific literature review. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. A review of tracking and trending for the alinity I hbsag assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 65784fz01. A review of the device history record did not identify any non-conformances, potential non-conformances, or deviations with lot 65784fz01 and the complaint issue. Clinical sensitivity testing was performed using an in-house retained kit of lot 65784fz01. All specifications were met indicating that the lot is performing acceptably. A review of labeling was performed and found to sufficiently address the customer's issue. It was reported that the patient received an immunoglobulin injection and interferon treatment prior to the blood draw. The nonreactive hbsag results could potentially be due to the treatment received. Another possibility is an occult hbv infection which is a known phenomenon and is diagnosed when an hbv dna test is positive but hbsag is undetected. Occult infection may represent acute infection in the window period, hbv tailend of chronic hbv infection, persistence of replication at low level after recovery in the presence of anti-hbs or occurrence of an escape mutant in vaccinated or unvaccinated individuals not detected by current hbsag assays. (References: h. W. Reesink et al., ¿occult hepatitis b infection in blood donors¿, vox sanguinis (2008) 94, 153¿166 and michael torbenson et al., ¿occult hepatitis b¿, lancet infect dis 2002; 2: 479¿86.). Based on our investigation, no systemic issue or deficiency was identified with the alinity I hbsag reagent, lot number 65784fz01.